Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. As part of the resolution, technical support planned to replace the pump and advised the customer on upcoming steps regarding the replacement. The customer was guided on how to enter storage mode and instructed to return the problematic pump using ups. Until the replacement arrives, the customer opted to use multiple daily injections (mdi) as a backup therapy.